Event description:
Since switching to bd test strips, pt has noticed a 25 to 50% increase in blood glucose readings, pt has simultaneously tested blood with bd test strips and one touch test strips (one touch meter) and consistently the readings wih bd test strips were higher, pt has spoken to bd manufacturer and had a new machine sent, also pt had readings done at md's office, which were consistent with reading on one touch test strips.